Manufacturer narrative:
This is one of two device reports for this event. The actual date of death and date of event are unknown. Follow-up is in progress to determine the patient's date of death as well as the date of first onset. If additional information is received a supplemental medwatch report will be submitted.

Event description:
The plaintiff's attorney alleged that the patient experienced supraventricular arrhythmias and subsequently expired. It was reported that these events occurred due to the administration of the product for dialysis treatment.